Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2021. Block d.6b; explant date: january 2026. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 5114414, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 5114453, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient spinal cord stimulation (scs) was not providing relief. The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) leads were explanted.